Manufacturer narrative:
A ge oec service rep investigated the issue and found defective ps3 power supply. The ps3 power supply was removed and replaced. The system was further tested and found to be operating as intended. No negative pt effect was cause by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 8800 fluoroscopy system had a vertical lift column that would not function.